Manufacturer narrative:
(B)(4). The product was implanted and therefore, not available for evaluation. The device was used for treatment this issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the scrub nurse found plastic melted onto the implant and had to forcibly remove the plastic. She was able to pull plastic off and implant was done successfully.